Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As the patient who took effect at tha on (B)(6) 2003 repeated dislocation, replaced on the cup side on (B)(6) 2018. When the head was pulled out, the trunnion insertion part of the head was discolored black. "Remained" the stem as it was.